Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's health care provider observed 15 different carbohydrate entries around lunch time on (B)(6) 2017. Reportedly, the bolus entries range from 125 grams to 750 grams. It was reported that the customer did not enter the alleged carbohydrate entries observed in t:connect. However, the contact believed the entries had been programmed by the customer. Review of the pump data logs by tandem technical support showed that on (B)(6) 2017 multiple carbohydrate values ranging from 125-528 had been programmed into the pump by the user, and then the pump screen had been turned off. Additionally, on (B)(6) 2017, carbohydrate values of 588 and 999 were programmed and the pump screen was turned off. It was verified that a bolus was not requested or delivered from the values. There was no reported impact to the customer's blood glucose level.